Event description:
Info rec'd indicates the siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch assembly was dirty. The technician cleaned the siderail latch assembly to repair the bed.